Event description:
The customer opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test stirps are to be returned for eval, as exposure to moisture can cause high test results. Replacement test stirps were sent to the customer.